Manufacturer narrative:
Insulin pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller pcb1. Unable to verify low battery alarm due to constant blank/flashing white light on the display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump batteries runs out two four days. Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.